Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 16-20 mg/dl range. Reportedly, the customer experienced unconsciousness. Customer was treated; however, specific treatment was not confirmed. The customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump delivered a bolus without user input and that the pump software did not accurately adjust the amount of insulin delivered; however, the alleged root cause could not be confirmed. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.